Manufacturer narrative:
Awaiting add'l details on the event in order to complete the analysis. Hospital did provide a film for the investigation.

Event description:
Hospital reported that the advanta stent graft ruptured.